Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found to have a driveline infection on 29aug2023 after presenting to the clinic with redness, drainage, and abdominal pain around the driveline exit site. A drainage culture was performed and found to be positive for staphylococcus. The infection was treated with cefazolin until 12sep2023 when the patient was transitioned to cefadroxil (duricef). The patient remained on antibiotics as an outpatient. The patient's drainage resolved with antibiotic treatment. The patient would be monitored as an outpatient on an ongoing basis. The patient was doing well as of 14nov2023.

Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.